Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving shocks. Review of the episodes revealed possible lead noise over-sensed on the ventricular channel. It was noted that further noise was evident without any manipulation while patient was just breathing and sitting still. The amplitude of noise signal was too large, so programming adjustments could not be made. Therapy was disabled and the patient was monitored with standby support until lead revision. Lead was capped and replaced on (B)(6) 2016. The cause of the noise was undetermined, so the physician decided to replace the fsca advisory device also in case header issue could have contributed to lead noise issue. There were no complications during procedure. The patient tolerated the procedure well.